Manufacturer narrative:
Initial

Event description:
It was reported that after a supply change on the ilet, blood glucose rose overnight, later declined in the morning, and again reached a high of 352 mg/dl after a subsequent cartridge change without tubing replacement; the user then performed a site change on the right thigh and glucose trended down, with the event categorized as hyperglycemia and the device problem and component details limited due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with limited device problem and component details due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.